Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No specific details were provided. There were no reports of any adverse patient events or delays in critical therapies while the deice was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was found the device did not pass the touchscreen test. This was due to the touchscreen being out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.